Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model 37742 serial # (B)(4) implanted: na explanted: na recharger model 37752 serial # (B)(4) implanted: na explanted: na extension model 37082 serial # (B)(4) implanted: unk explanted: unk lead model 3999 lot # j0451709v implanted: (B)(6) 2005 explanted: unk.

Event description:
Additional information received noted that the manufacturer's representative had spoken with the patient who appeared to have unreas onable expectations from the manufacturer and the hcp.

Event description:
It was reported that the implantable neurostimulator (ins) was removed but not replaced in (B)(6) 2008 but the leads were left in place due to the high risk of removal. The patient would like the leads removed. The patient was with the us special services and would like to go to africa but can not due to the leads still implanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the implantable neurostimulator (ins) had been explanted because it was not holding a charge. The ins was having issues communicating with the patient programmer and recharger. At the time it was thought that the ins was too deep in the pocket. Because of the issues the patient was having and the time, the patient wanted the ins removed and was not reimplanted because he did not want another device at the time. The leads were left in place because of scar tissue and the physician didn't want to cause damage by removing them. The patient requested a new device at his last appointment on (B)(6)-2012; however, the patient had "too many other issues" at the time to consider receiving a new device.

Event description:
Additional information received reported that the patient ¿still had these wires fused to his spine but the battery was out of his body.¿ the patient stated that when the implant was originally placed ¿the representative just took and off and he had to figure it out himself.¿ the patient seemed very confused and ¿wanted to know what was going on with the battery, he heard the manufacturer was turned down for revisions of the battery.¿ it was unclear what this meant. The patient also had a new healthcare provider (hcp) who kept telling him to call the manufacturer.

Manufacturer narrative:
(B)(4).